Event description:
It was reported that there was a hole on the outside package. The hole is in the tyvek. The device was not used. The packaging and device will be returned.

Manufacturer narrative:
(B)(4). Additional information: one unopened primary package was returned without the sales unit carton. As a result, the sales unit carton could not be inspected for any damage. On visual inspection, it was confirmed that the package had a small hole aligned over the device knob fin. The defect characteristics appear indicative of damage caused by an impact or snag of the device knob edge with another surface. The damage direction is from the outside-into the package and when seen under magnification, it was observed that the edges of the hole were ragged and the tyvek material was bunched up on one side of the hole indicating the damage was a tear or rip of the tyvek fibers rather than a cut or puncture on the package. It is suspected that the damage observed was due to mishandling of the package once it was outside of its carton and it is most likely that the damage occurred outside the ees facility.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.